Event description:
Report received of a tubing seaparation. The customer reports that the nurse was about to initiate a 0.45% normal saline infusion when it was noted that the extension set attached to the patient's huber needle was "broken off and laying on the floor". The tubing was replaced and the hydration infusion was initiated. The customer reports no adverse pt event. Additional information was requested, but no further information was provided.